Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the chipped/cracked acoustic lens,, peeling of the acoustic lens, the cause the fallen off part of the probe, was handling and/or chemical stress to the device. Foreign material cannot be removed even if the correct reprocess is performed due to the buckling of each channel or nozzle / the gap on the insertion section or the boot. The event can be prevented by following the instructions for use which state: ¿do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. The endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks.¿ olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that during reprocessing of the evis exera ii ultrasound gastrovideoscope, the scope had a defective air/water duct. Upon inspection and testing of the customer returned device, foreign material was found clogged in the scope air/water nozzle due to insufficient cleaning and missing piece/chip/parts fell on probe unit and the acoustic lens cracked and peeled. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, charged coupled device cable short, due to wear of lock engagement lever, up/down knob could be locked securely, paint on air/water-cylinder peeled, scope cover plate peeling/discolored, scope body discolored, guide pin of electrical connector shaved, water tightness lost, electrical connector corrosion due to water leakage, due to pinhole on angle rubber, water tightness lost, due to clogging of air/water-tube, no water fed, due to clogging of air/water tube, no air fed, due to damage on ultrasonic cable, the number of missing element exceeds the standard value, due to damage on ultrasonic probe, displayed ultrasound image defective with missing elements, adhesive on angle rubber chipped, due to wear of angle wire, the play of up/down knob out of the standard value, and due to wear of angle wire, the play of right/left knob out of the standard value. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.